Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump was exposed to moisture and it was vibrating without an alarm or alert. The customer¿s blood glucose was 110 mg/dl at the time of the incident. The customer jumped into the pool and forgot that she had the insulin pump on. The customer got out of pool immediately and tried to use the insulin pump but it would not respond. The customer stated she changed battery multiple times already and no buttons were responding at this time. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was tested with no vibrator anomaly noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, moisture damage on electronics assembly and minor scratches on display window noted.